Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system stopped after displaying hydropneumatic compartment errors. Customer also observed a no foam reagent leak from the y-connector fitting after opening the door of the instrument. Customer stated that the no foam leak was contained to the hydropneumatic compartment. On the same day, the field service engineer (fse) inspected the instrument and replaced the y-connector fitting for the no foam tubing, which resolved the instrument issues. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issues. Customer stated that no erroneous patient results were generated and that no one was affected by the instrument issues.